Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) due to a high blood glucose level and a tension headache. Customer's blood glucose level was 264 mg/dl. The customer was given IV fluid and insulin. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.